Event description:
Before use, the tubes were checked by flowing saline. Then the tubes were connected to the valve and the doctor checked csf flow into peritoneal side. Air flowed out but csf could not be found to flow out. The doctor checked it again and found that the peritoneal catheter had only one slit at the top. Another nl850-1380 was replaced and used eventually. There was pt contact, but no injury was reported.